Manufacturer narrative:
Alleged failure: "looks like the hole is in the seam." Possible root cause: investigation by OEM manufacturer ecolab could not confirm that reported issue was caused by deficiencies or deviations in the manufacturing process. Review of provided photographic evidence could not confirm that the defect was the result of a sealing issue and inspection of current drape lot inventory could not find additional instances of reported issue. Operators were also observed to be performing the sealing process in accordance with applicable work instructions and product specifications. OEM indicates that cause is possibly due to the end user draping technique. However, this cannot be confirmed as no additional information was available from customer. As a precaution, a quality alert was posted in the OEM manufacturing area and applicable personnel were trained for awareness of issue. While the pictures from customer feedback do confirm a failure of the drape, cause of issue remains unknown. The product was not returned for OEM investigation but the reported failure mode was confirmed from pictures in customer feedback. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81

Event description:
It was reported that there was breach in sterile barrier due to hole in the seam.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was breach in sterile barrier due to hole in the seam.